Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jul-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had emitted a burning smell and produced smoke. A field service engineer (fse) found the machine in power-off mode. After powering it on, the fse observed smoke coming from the com sled. The field service engineer immediately turned off the power and replaced the com sled, which resolved the issue with the main station. It functioned properly afterward. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es had a burning smell and smoke was coming out. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section b describe event or problem. Section h imdrf codes and manufacturer narrative. The report that the station had a burning smell and smoke was initially confirmed by the bd field service engineer and in agreement by the dchu investigation team based on investigation results. The field service engineer evaluated the station: when powering on the station, smoke was observed coming from the comm sled. Replaced the comm sled; resolved issue with main station. Visual inspection of the received comm sled observed thermal damage of the transistor; as well as the sled area, where the auxiliary connectors are located, being bent/damaged. Further inspection and testing of additional parts for the issue with the main station not communicating to the auxiliary station noted no issue. It is likely physical damage to the back of the station caused a short circuit 36v to travel back to the comm sled and causing a thermal event. The device was in use for treatment purposes as intended per 21 cfr 820.198(d).

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es had a burning smell and smoke was coming out. The customer stated that this malfunction caused a delay in dispensing medication to patients. As per part investigation, it was determined that there was thermal damage observed on the transistor and sled area. There were no adverse events or injuries reported based on this event.